Event description:
It was reported that after trialing the stem in the pt, the doctor tried to remove the stem. The proximal body broke loose from the distal stem. The threads of the screw ((B)(4)) sheared off and stayed in the distal stem. The doctor tried to use a vice grip to remove the stem. After multiple tries, the doctor finally barred out the side of the stem to make a ledge to impact. This worked and the distal stem was removed.

Manufacturer narrative:
At the time of this report, the device is on its way to the MFR. Once the device is rec'd, an investigation will be performed and an up-dated report will be submitted. For the meantime, zimmer will consider this case closed. (B)(4).